Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the stopcock on the arterial filter was broken. This product was changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no harm to the patient.

Manufacturer narrative:
Terumo did receive the sample and the complaint was confirmed. The complaint was misreported-the stopcock was not broken, the luer port on top of the filter was broken, the filter may have been damaged during shipping or packaging due to line placement of the pack or because the filter was not secured with tape or velcro. Terumo will review future builds of the pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).